Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 3.5, lab: 20.0. Nurse stated patient arrived at hospital with gi bleeding. Patient accidentally had coumadin rx increased from 1mg to 5mg daily. Tests were conducted within an hour. An additional comparison was performed and called in on (B)(6) 2012 with patient. Fingerstick on the inratio meter yielded 1.6. Lab draw yielded 1.6. Customer no longer expressing concern.

Manufacturer narrative:
Investigation pending.